Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bad reprocessing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera did not focus due to the focus ring being loose, and the cable was damaged due to bad reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an image did not focus. The issue was identified during the preparation for a diagnostic cystoscopy with fulguration procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image did not focus. The issue was identified during the preparation for a diagnostic cystoscopy with fulguration procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.